Event description:
It was reported that a customer received a minimum fill notification and their blood glucose level exceeded the safe threshold, showing a high reading. The customer attempted corrective actions by administering a bolus via the pump. Despite guidance from the technical support team, reloading the same cartridge did not resolve the issue. A new cartridge was then installed, and further troubleshooting by escalated support was required. Eventually, the customer successfully loaded a cartridge and expressed appreciation for the assistance received. There was no adverse impact to the customer¿s blood glucose level.